Event description:
Caller reported an issue with incorrect time settings on the device. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer technical support assisted the caller with updating the pump time and advised monitoring for further discrepancies. The caller understood the instructions and agreed to follow up if the issue persisted.